Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure per physicians preference. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Sc-1132 (B)(4) device evaluation indicated that the ipg passed all tests performed and revealed no anomalies.

Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient will undergo an ipg replacement procedure.